Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse and aspirate is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was assembled with the connector. Blood residue was present throughout the catheter tube. Dried residue was also present at the valve location. The catheter was flushed with water using a 12 ml syringe and was found to be fully occluded. Microscopic observation of the valve did not reveal any apparent damage or deformation; however, blood residue was present along the slit. The slit length was measured and was found to be within manufacturing specification. The residue present within the tubing was observed to be the source of the occlusion; therefore, the complaint is confirmed. Based on the condition of the sample, the maintenance of the catheter after use may have been a likely contributing factor. The product instructions for use states (IFU) , "flushing: for intermittent use, flush the catheter with saline once each week or after each use. Note: when infusion volume is a concern in small or pediatric patients, flush with 3 ml per lumen. Caution: to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline." H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that blood return was confirmed 20 minutes after x-ray exam on (B)(6) 2020 with the patient who had groshong catheter implanted on (B)(6), 2020. The user felt resistance to flush the catheter as the catheter was occluded. It was further reported that the patient is 180cm tall and had the x-ray exam having continuous administration of tpn and pain relief medication. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that blood return was confirmed 20 minutes after x-ray exam on (B)(6) 2020 with the patient who had groshong catheter implanted on (B)(6) 2020. The user felt resistance to flush the catheter as the catheter was occluded. It was further reported that the patient is 180cm tall and had the x-ray exam having continuous administration of tpn and pain relief medication. There was no reported patient injury.